Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated there was a pr logic detection.episode 11 is likely a 1:1 supra ventricular tachycardia (svt)episode. Pr logic 1:1 svt was programmed off leading to inappropriate shock. (B)(4).

Event description:
It was reported that the patient's device had inappropriate detection of a ventricular episode that was likely sinus tachycardia which resulted in inappropriate therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.